Event description:
On (B)(6) 2024, the customer reported to the sales representative that the patient had pdo threads coming out from the insertion site. Hcp requested medical advice from the medical director which they were provided. The medical director suggested that the threads need to be pulled out and the patient needs to be placed on antibiotics. On 07/03/2024, according to the hcp, threads needed to be pulled out to be able to extract the threads. Hcp stated that the threads were extracted on (B)(6) 2024. Hcp also reported that the patient had pdo threads implanted 48 hours ((B)(6) 2024) before the removal date of (B)(6) 2024. On 07/03/2024, hcp stated that the patient is fine and does not require antibiotics.

Manufacturer narrative:
UDI related data quality updates only the report represents a correction to a previously submitted MDR 3007895168-2024-00013. Brand name: demediox. Version or model: px2x29800100a16mb. Company name: demetech corporation. Primary di number: (B)(4). Device description: absorbable polydioxanone surgical suture. FDA premarket submission number: k082097.

Event description:
On (B)(6) 2024, the customer reported to the sales representative that the patient had pdo threads coming out from the insertion site. Hcp requested medical advice from the medical director which they were provided. The medical director suggested that the threads need to be pulled out and the patient needs to be placed on antibiotics. On (B)(6) 2024, according to the hcp, threads needed to be pulled out to be able to extract the threads. Hcp stated that the threads were extracted on (B)(6) 2024. Hcp also reported that the patient had pdo threads implanted 48 hours ((B)(6) 2024) before the removal date of (B)(6) 2024. On (B)(6) 2024, hcp stated that the patient is fine and does not require antibiotics.